Event description:
It was reported that the patient came into the emergency room with a heart rate of thirty. The device had reached elective replacement indicator. A temporary pacemaker was placed. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).